Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 06-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported the patient pulled their 16 french sump tube through a 16 french corgrip clip and had an aspiration event." The reporter "feels that the product works well and that the staff failed to report the tube length after each shift. She felt that this should have been caught by the staff and has requested additional education on the product for their team.". The patient's initial diagnosis was subdural hematoma, stroke, and dementia. The sump tube was placed on or before the (B)(6) and the aspiration event occurred on(B)(6). The user facility notes tubes are typically placed at 65cm and the tube was at 23cm at time of aspiration (with 16 french corgrip still attached). The patient is currently on a ventilator with a tracheostomy tube and a percutaneous endoscopic gastrostomy (peg). The patient is receiving care in a long-term acute care hospitals (ltachs). Additional information received 29-apr-2024 stating "patient had been intubated on admission but had been extubated and doing well." Following this event the patient needed immediate re-intubation.